Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was not recognizing the pads when connected in this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section h6 health effect - impact code of the initial medwatch report indicates: no patient involvement section h6 health effect - impact code of the initial medwatch report should indicate: no health consequences or impact.

Event description:
The customer contacted stryker to report that their device was not recognizing the pads when connected in this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.